Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin was not seen exiting the tubing during the load process. Reportedly, the customer changed the cartridge and insulin was seen exiting the tubing. Customer's blood glucose level was not impacted.